Manufacturer narrative:
In may 2013, zimmer surgical sent an urgent device removal letter to customers advising that the air dermatome ii would either not operate or operate intermittently. Zimmer's investigation determined that the planetary gear teeth were broken. Customers were requested to remove the affected device from use and contact zimmer to arrange for repair of the device. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/23/2001 and was last repaired on (B)(4) 2010 for a non-related issue. Prior to repair, it was observed that the device was outside calibration specifications and there was wear to the hose. Evaluation of the device observed nicks along the leading edge of the control bar with the left end deformed. No visible issues were observed with the associated width plates or master blade and the device operated within specification. The cause of the reported event was most likely due to lack of calibration; however, the specific thickness setting utilized in the reported event is unknown. Improper handling and lack of preventative maintenance most likely caused the lack of calibration and device damage. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was not cutting properly. Additional clinical follow up with the customer indicated that the device had given the surgeon too deep of a cut. The customer stated that an alternate device was retrieved for use during the procedure. The pt required suture at the original site, and an additional graft harvest; this involved minimal extension in surgical time.